Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield was observed as the fbn can be seen inside the non-patient shield with the IV shield no longer attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap came off leaving needle exposed and needle stick injury - post use occurred. The loose shield event occurred 2 times. The needle stick injury occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the teacher in the outpatient blood collection room was preparing to take venous blood for the patient, due to the loose needle cap, the blood collection needle flew out and scratched the teacher's finger. The teacher immediately replaced the new venous blood collection device, and then reported it to the head nurse of the department as soon as possible."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap came off leaving needle exposed and needle stick injury -post use occurred. The loose shield event occurred 2 times. The needle stick injury occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the teacher in the outpatient blood collection room was preparing to take venous blood for the patient, due to the loose needle cap, the blood collection needle flew out and scratched the teacher's finger. The teacher immediately replaced the new venous blood collection device, and then reported it to the head nurse of the department as soon as possible."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 8041187-2023-00127 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap came off leaving needle exposed prior to use. The loose shield event occurred 2 times.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap came off leaving needle exposed prior to use. There is no dirty needle stick issue associated with this incident. The loose shield event occurred 2 times.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 8041187-2023-00127 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable serious injury, but rather a reportable malfunction.